Event description:
It was reported that 4 cases of bd microlance¿ needles were clogged during use. The following information was provided by the initial reporter, translated from french: "the nurses reported problems concerning bd microlance 3 18g reference 304622, lot 220304 exp 02/2027. During 4 preparations of medicines with 4 different needles they were unable to withdraw the product in 1 case, in the 3 other cases they had difficulty withdrawing the product but were unable to reinject it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304622 and lot number 220304. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples from the lot reported were obtained for evaluation from the manufacturing facility. The retained samples were assembled with a bd discardit 2ml syringe and liquid moved through the cannulas normally with no signs of clogging observed. Inspections for occlusion are completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, an exact cause could not be determined for this incident.

Event description:
It was reported that 4 cases of bd microlance¿ needles were clogged during use. The following information was provided by the initial reporter, translated from french: "the nurses reported problems concerning bd microlance 3 18g reference 304622, lot 220304 exp 02/2027. During 4 preparations of medicines with 4 different needles they were unable to withdraw the product in 1 case, in the 3 other cases they had difficulty withdrawing the product but were unable to reinject it."